Event description:
It was reported that the patient had a urinary tract infection for 25 days after using the purewick female external catheter for just a couple of times. Representative advised the patient that the wick would not be inserted into the bladder and so it would not cause urinary tract infections. It was noted that the patient had been using the purewick products for less than 90 days. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had a urinary tract infection for 25 days after using the purewick female external catheter for just a couple of times. Representative advised the patient that the wick would not be inserted into the bladder and so it would not cause urinary tract infections. It was noted that the patient had been using the purewick products for less than 90 days. It was unknown what medical intervention was provided. Per customer via phone on 15-may-2022 reported because of the uti developed while using the purewick female external catheter and the patient was no longer using the purewick and the patient was on antibiotics prescribed by the doctor.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause could be due to "inadequate material selection - materials of construction are not biocompatible". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "discontinue use if an allergic reaction occurs. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." Corrections: b, f, h. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.